Manufacturer narrative:
It was reported that during administration of gablofen 1,000 mcg/ml, the needle from a pump refill convenience kit bent. Another kit was opened and a new needle was used. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during administration of gablofen 1,000 mcg/ml, the needle from a pump refill convenience kit bent. Another kit was opened and a new needle was used.